Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that this device experienced normal battery depletion, but reached ert earlier than previously estimated due to a change in battery current consumption. In some circumstances, this change may also cause a revision of the point in battery life at which the device will declare ert in order to ensure 3 months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the ert declaration point. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity at 71 percent. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time.

Event description:
Boston scientific crm received information that the pacemaker declared elective replacement time (ert) only two months after the battery status displayed one and a half years remaining. A save to disk memory analysis was sent in for review by engineering. The memory analysis showed that the device was operating in the lowest current bin during the previous follow up visit. Shortly after the follow-up visit, the average pacing rate increased and the atrial lead impedance was occasionally measuring lower. It was also noted that minute ventilation and the accelerometer features were both programmed on. These factors caused the device to operate in the second and possibly third current bin where ert was eventually set. The device was explanted two months later for normal battery depletion.